Event description:
Rn complains that cap of needle difficult to remove and ends up coming off with cap and needle requiring recapping with needle onto syringe and requires manipulation to remove just the clear cap. Multiple rns express difficulty with cap removal.